Event description:
It was reported that a patient was placed on a-v fem-fem support with the cardiohelp. The venous saturation would indicate the value was very high-upper 90%, and then read "out of range". The hct would also read "out of range". The hemoglobin value was reading the expected value based on I-stat results. The venous probe was re-docked and re-initialized at least five separate occasions with no change in function. After in-vivo calibration the venous saturation and hct values read "out of range" with the hb level at the expected value. Blood gas values by I-stat were within normal physiologic parameters. The patient was transported from operating room to ICU in critical condition, with 4 1pm flow and acceptable blood gas values. The cardiohelp venous probe continued to show "out of range" notification. It was reported that the patient death was not related to the described incident. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is still on-going and a supplemental medwatch will be submitted if new information becomes available.